Event description:
Hcp reported the low battery alarm was beeping. The pt had no complaints. The device was explanted and replaced and returned to the MFR for analysis. The pt had no complications after the pump replacement.